Event description:
It was reported that the during the software update, the clock icon did not appear, and the arctic sun device logo remained displayed while intermittent alarms occurred. The update then failed. After restarting the power and performing the update again, it was successful. Subsequently, heating and cooling operations were checked and found to be normal. When connecting the ctu and performing a new calibration, an error appeared stating no calibration data. A second attempt at new calibration resulted in calibration error 3 (pre-warm nominal flow error). Calibration was aborted, and when checking operation using the water circulation test line, the flow rate was only about 1.8 l. Error 41, internal flow low occurred. Per review of wo on 18dec2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. A second attempt at new calibration resulted in calibration error 3. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.